Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with primary osteoporosis suggested for spinal therapy. It was reported that the operation was performed as usual and was completed. The sales rep was only able to hear the information that the physician confirmed that blood was entering the syringe during the operation. It was said that the nurse had checked the balloon after the operation and confirmed that the balloon was broken. Patient symptoms and outcome is unknown. Device is being returned. Ibt issue was reported. There are no complications, and the patient is in good condition after surgery. There is no problem in the patient after surgery. It was broken during deflation in the operation.